Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were still having a lot of accidents and they needed more help with their bowels. Patient stated they had a return of symptoms and the nurse at their doctor's office told them they probably needed it reprogrammed. Patient noted they were so numb when they first got the implant and they didn't know if they got it correctly. Patient was not sure if their ins was indicated for both bladder and bowel issues. Patient mentioned that their therapy seemed to work for a few months, and the issue started at least 2 months ago, surely this year. Patient mentioned they called a manufacturer representative (rep) but they were no longer with the company and they couldn't get a hold of anyone to help them. During the call patient service walked patient through increasing their stimulation to a comfortable level. Patient confirmed feeling the stimulation comfortably. They were redirected to their doctor if issue persists. Patient mentioned they have an appointment with their managing doctor on the 17th. Agent sent email to the rep to requested assistance for patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.